Event description:
The complainant reported that the automated impella controller (aic) exhibited a battery failure alarm and battery communication failure. Battery #1 cell #2 voltage is too low. The battery set was replaced. No report of patient harm or injury.

Manufacturer narrative:
D9: the date of the devices return is unknown. The console (aic) was returned for evaluation. Upon evaluation of the console, battery 1 of the console was confirmed for depletion with blank lcd screen. Additionally, the serial number of the battery was found within the defective batch of batteries that presented single cell decline failure. The root cause of battery failure was unable to determine, but highly likely to be single cell decline failure mode. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.